Manufacturer narrative:
The lens was received for analysis and shows an optic cut in half and one distorted haptic. Reporter stated the patient had a weak capsular bag that could not support the lens. While we were unable to determine the cause of this damage to the iol, our investigation reasonably suggests it is not manufacturing related.

Event description:
On (B)(6) 2010 the lay user/patient contacted lifescan to report the one touch ultra 2 meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided. On (B)(6) 2010 at approximately 7:00 am the patient obtained the blood glucose readings of 140 mg/dl and 150 mg/dl on the reported meter, which were high compared to her expected values. The patient took her usual dose of the oral diabetes medication metformin 500 mg. At 11:00 am the patient experienced the symptoms of being "hot", sweating, weakness and lightheadedness. The patient worked in a hospital, and at 12:00 pm tested her blood glucose level using a hospital meter to be 72 mg/dl. The patient was treated with food and/or a drink. The meter and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after she obtained elevated meter readings on the reported meter, and received treatment with food. Therefore, this complaint is being reported.

Manufacturer narrative:
(B)(4). The iol was not received for analysis. The cause of this event reasonably suggests it is not manufacturing related but instead due to the patient's weak capsular bag. An update to this report will be submitted if lens is received for analysis.

Event description:
It was reported that the patient's posterior capsular bag tore during insertion of the intraocular lens. In follow-up with the surgery center, it was learned the lens did not cause the tear, the patient had a weak capsular bag that could not support the lens.